Manufacturer narrative:
The pump passed the operating currents and displacement tests. However the pump alarmed compromised force sensor system during the prime test and motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 129 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer reported that the bottom of the pump by the drive support cap was broken off. Customer was advised that insulin pump would need to be replaced.